Manufacturer narrative:
E1. Reporter occupation is unknown. Investigation summary: the affected device was received for evaluation. Tears and scratches were observed during the visual inspection. The manufacturer will forward the sample to the manufacturing site and request a detailed investigation.

Event description:
It was reported that during priming the device exhibited leaks. There was no patient involvement and no patient harm/adverse event reported.